Event description:
Underwent pheresis on (B)(6) 2013. Administration of rituximab and bortezomib. Started heparin infusion. Temporary reduction of ldh likely the result of pheresis. Right heart catheterization w/ low wedge pressure. Device exchange.